Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Based on the information collected to date, it has been clarified that reported issue was related to system checkout failure. On-site investigation was performed by our field service engineer. The system checkout passed without replacing any parts. The unit has been tested with positive results. The device was delivered to the user in working condition. Detailed evaluation of received device's logs revealed occurrence of the following technical errors: patient gas analyzer error and battery error. Most likely, these technical errors caused the system check to fail. However, the occurrence of mentioned technical errors will not affect ventilation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/17/2020 corrected manufacture date: 04/03/2020.

Event description:
It was reported that there was an intermittent error. There is no additional information. No patient harm has been reported. Manufacturer's reference number: (B)(4).